Manufacturer narrative:
H3 - device was never rec'd by qa for evaluation. H.6. - method 68: service files reviewed, trend analysis performed, and service personnel interviewed. Results: user handling evaluation: cng has determined the most probable cause of the incident was loose knuckle which allowed the arm to be misaligned, (resulting in uneven burns) due to user handling.

Event description:
While doing a procedure the dr reports getting un-even powers from his pattern generator, causing burns to his patient--uneven burns.